Event description:
Infected with covid (B)(6) 2021. Progressively worsening breast pain, joint pain, memory loss, severe fatigue since. Noticeable change in breast asymmetry bilaterally. Palpitations, chest pain/tightness, and dyspnea. Constant neck, shoulder, back pain. Pain and dyspnea is limiting alds. FDA safety report ID # (B)(4).